Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that an rv-tip to rv-coil impedance warning, along with a decline in r wave sensing and high capture was noted on the right ventricular (rv) lead. Electrogram (egm) showed a delivered shock/therapy for ventricular fibrillation (vf), which appeared to be due to atrial undersensing. A programming change was made. No patient condition was reported.